Event description:
Info received indicates while performing preventive maintenance on the bed, the tech found the ground resistance reading was out of normal range.

Manufacturer narrative:
The tech found the power cord plug was worn. He replaced the power cord plug to repair the bed.